Manufacturer narrative:
(B)(4). Unit received with blank display due to battery connector not plugged in properly to b1/interface board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low suspend alarm, unable communicate to sensor simulator and blood glucose meter due to blank display.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose reading was 68 mg/dl while their blood glucose reading was 138 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to a low sensor glucose of 64 mg/dl. The low suspend limit on the sensor settings was 70 mg/dl. The device will not be returned for analysis.